Event description:
It was reported that the outer sheath was detached. The moderately stenosed target lesion area was located in the moderately tortuous and moderately calcified carotid artery. A 190 cm filterwire ez was selected for use in the stenting of the carotid artery. During the procedure, it was observed that the outer sheath of the filterwire was detached and could not be deployed. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection: the wire returned inside the delivery sheath and the filter bag came back in deployed state and also the retrieval sheath was returned. It is possible to observe that the wire is exposed through the sheath slit and is highly kinked at distal section. The spring tip is damaged (stretched, curvy, and bent). Microscope inspection revealed that the wire is exposed through the sheath slit. The spring tip is damaged (stretched, curvy, and bent). Dimensional inspection revealed that the overall dimension of the proximal. Middle and spring tip meets specification. Functional inspection showed that sheathing/unsheathing test cannot be performed since the wire was exposed through the sheath slit.

Event description:
It was reported that the outer sheath was detached. The moderately stenosed target lesion area was located in the moderately tortuous and moderately calcified carotid artery. A 190 cm filterwire ez was selected for use in the stenting of the carotid artery. During the procedure, it was observed that the outer sheath of the filterwire was detached and could not be deployed. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient is stable.